Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer (fse). The claimed issue was reproduced during troubleshooting. According to information received in service report, maintenance kit including nozzles was replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. According to information provided by the field service engineer, the customer is aware that the preventive maintenance of the system must be performed at least once a year, or every 5000 hours of operation, whichever comes first. The defective parts were not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the failure was caused by replaced maintenance kit including nozzles.

Event description:
Manufacturer's ref. #: (B)(4).